Event description:
Boston scientific received information that this right ventricular (rv) lead and device exhibited high out-of-range (oor) shocking impedances of greater than 200 ohms. The programming was changed in an effort to alleviate the issue. The plan is to monitor for now. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.